Event description:
On (B)(6) 2014, it was reported that the patient was taken to the hospital via ambulance and was diagnosed with diabetic ketoacidosis. She has discontinued use of her infusion device because she thinks it delivers an inaccurate amount of insulin. The patient was treated via IV at the hospital. At the time of the event her blood glucose level was 20 mmol/l (360 mg/dl) and it was 24 mmol/l (432 mg/dl) at the hospital. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.